Event description:
Customer reported "light bulb needs replaced." No innury or delays reported with this individual device.

Manufacturer narrative:
Customer complaint of light bulb needs replaced verified. Outgassing of the adhesive that is used on internal component caused surface contamination buildup to the product. This resulted in customer complaint of light bulb needs replacement.